Event description:
It was reported the pt experiences uncomfortable warmth and soreness at the ipg site unrelated to charging and with stimulation both on or off. The pt has lost a significant amount of weight. The sjm rep interrogated the system and found no anomalies. The pt will meet with the physician as the next course of action.

Manufacturer narrative:
Recall number: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.